Event description:
The manifold of the dpt set cracks at the stop cocks and then leaks. It seems as if the manifold cannot take the 300 psi pressure exerted by the pressure bag.

Manufacturer narrative:
Device has not been returned at this time.